Event description:
The injection rate was set for 2.0 ml/sec. Approx 144 ml of contrast was injected and no enhancement was noted. The resident dr who was in the room did not see any obvious signs of extravasation. The pt was asked if she felt any discomfort. Although she did not feel any pain she indicated that her arm felt warm. An arm scan was done where an extravasation in the inside part of the bicep and mid-upper bicep down to the upper forearm was seen. It was estimated that all of the 144ml of contrast extravasated. Cold compresses were applied and a plastic surgeon was consulted. The outcome of the consultation is not known.